Event description:
Pump was reported to underinfuse. A 4000 ml bag of total nutrition supplement and fluids was hung and set at a rate of 500 ml/hr. It was reported to take over 12 hours to infuse when it should have only taken about 8 hours. There was no patient injury or medical intervention associated with this incident.